Event description:
Reporter alleged blood glucose measured 62 mg/dl at 2:18 pm compared back to back to a result of 195 mg/dl performed at 2:19 pm. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.